Event description:
Initial report: this non-serious case from (B) (6) was received from a physician on 02/11/2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree-local reference (B) (4). This case involves an adult pt (age and gender nos) who received poly-l-lactic acid (sculptra) therapy some months ago, and developed visible nodules under the eyes (non-inflammatory). No add'l treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment - unk. Outcome - not recovered/not resolved. Physician/reporter causality: not provided. A ptc (pharmaceutical technical complaint) was initiated: global ptc (B) (4).